Manufacturer narrative:
The device is not available for evaluation, however a photo was provided. The complaint of a crack can be confirmed based on the photo returned. Received a photo showing the ch-17 with an axial crack. No leaks observed. No sample were returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a chemoclave mini bag spike. It was reported there was an issue with the spike, it was inserted as usual with no problems noted during the preparation and release of the bag to the floor. The tubing was connected by the nurses, and the infusion of paclitaxel began. There was a crack at the level of the spike which caused a flow of part of the solution. There was a contamination of environment with chemotherapy which resulted in decontamination needed. The chemotherapy was in contact with the sheet but not directly with the patient, no extravasation was reported. The customer stated chemotherapy exposure to patient and health care provider. Therapy was not completed due to the leak, patient received approximately 50 percent of the dose. There was patient involvement, however no report of patient harm.